Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58y98. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired, with the pan partially detached. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the pulmonary surgery, could not fire when severing pulmonary fissure tissue on the firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.